Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp being placed independent of an abiomed rep in the ccl. The team was notified that there was a pump-wire interaction. The .018 abiomed wire "unraveled". The team also placed a second wire, the steelcore, which also unraveled. The team disposed of all product and explanted the pump. The team additionally was told the patient was sent to the ICU and expired. The cod was not shared, but no allegation made of impella cause/contributing to the patient outcome.

Manufacturer narrative:
The investigation into the product damage (guidewire damage - peripheral vessels) has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the product damage (guidewire damage - peripheral vessels) was most likely use related.